Event description:
The rep is reporting that during a shoulder procedure, metal shavings were observed in the joint during the use of the lupine drill guide. They were able to remove the metal shavings with a shaver and complete the case successfully with no pt consequences. (See also related MDR 1221934-2007-00332).

Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. This phenomena has been the subject of a long and considerable study. At this point in time, the engineering design and the quality engineering teams are in the midst of developing some design changes to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at mitek, it will be discarded as the reported phenomena is acknowledged and is in the process of being addressed.